Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead. (B)(4). No device analysis was performed; the devices met risk based criteria.

Event description:
It was reported the device was explanted because it was ¿mis-positioned.¿ information received about a week and a half later indicated the cause of the event was cellulitis. There was an infection at the implantable neurostimulator (ins) pocket. The ins had also flipped. The surgical intervention was noted to be a replacement. During the procedure, the ins was removed, but the leads were inadvertently damaged (cut) and needed revision. No hospitalization was required and the patient outcome was non-serious injury/illness. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.